Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2022 as the event date is unknown.

Event description:
It was reported via social media that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint post procedure, the a patient developed fluid around their heart. The patient noted the device was not large enough and they were being treated with fluid pills to remove the fluid and allow the device to seal in their laa. No further information is available at this time.